Manufacturer narrative:
(B)(4). A supplemental MDR will be submitted upon the completion of the plant investigation. The complainant indicated that the device was not available for evaluation.

Event description:
A user facility reported that an intensive care unit (ICU) patient was undergoing their prescribed dialysis treatment when the access needle dislodged from their arm. Reportedly, the 2008k hemodialysis machine did not alarm. The patient lost an estimated 450cc of venous blood mixed with intravenous fluid. The needle was covered with a towel so the dislodgement was not noted immediately. The patient required a blood transfusion as a result of this event. The patient continued with their dialysis treatment per the normal schedule following this event without any further issues. The patient's current condition was noted as being "fine".

Manufacturer narrative:
Based on follow-up information which revealed that the blood tubing set was not a fresenius product line, this is no longer considered an MDR-reportable event.

Event description:
The site clinical nurse manager provided follow-up information which confirmed the bloodline was not a fresenius product. She revealed that the blood tubing set was another manufacturer's device. She further indicated the needle dislodgement likely occurred due to an improper taping technique and noted that their local site procedures were being updated to clarify the taping process.